Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer also reported that the insulin pump stopped working and he was changed the battery and the screen was blank. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap was not missing or damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. Customer stated the display did not return. Customer stated that the insulin pump was exposed to moisture. Customer also stated that insulin pump was small thin cracked. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.